Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g5-510k: this report is for an unknown unk - fibulink/unknown lot. Part and lot number are unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: without a lot number, the device history records review could not be completed as no product was received. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, a surgeon was putting in a fibulink. When pulling back on the silver tube to engage the fibula screw with the tensioning cap, the suture bridge disengaged. The fibula screw was completely disconnected from the tibia screw. The surgeon was able to pull out the tensioning cap with the fibula screw inside. There were no suture strands on the fibula screw, it was simply a metal loop. The surgeon had to put a second fibulink in the next screw hole above the first so it was not where he wanted it to be. This report is for one (1) unk - fibulink. This is report 1 of 1 for complaint (B)(4).